Manufacturer narrative:
Age at time of event: 18 years or above. (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon leaked gas and ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon leaked gas and ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation for 6 few seconds.

Manufacturer narrative:
A2: age at time of event: 18 years or above. E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual and tactile examination identified multiple shaft kinks. The shaft was also noted to be damaged, stretched and fractured 598mm distal from the distal end of the strain relief. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. Liquid was noted to be leaking out from the damaged part of the shaft. A visual examination identified that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated and no leaks were noted with the balloon. As part of functional testing in order to inflate the balloon, the investigator cut the shaft 600mm distal to the proximal end of the strain relief. The balloon was inflated and no leaks were noted with the balloon. A visual and microscopic examination of the marker bands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no issues with tip of this device. This concludes the product analysis.

Manufacturer narrative:
(A2) age at time of event: 18 years or above. (E1) initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 6 atmospheres, the balloon leaked gas and ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable. It was further reported that the balloon ruptured during the first inflation for 6 few seconds.